Manufacturer narrative:
Citation: zielinski, k et al. Additive value of high-density lipoprotein cholesterol and c-reactive protein level assessment for prediction of 2-year mortality after transcatheter aortic valve implantation. American journal of cardiology. 2020; 126:66-72. Doi: 10.1016/j.amjcard.2020.03.037. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of high-density lipoprotein and c-reactive protein (crp) levels on the 2-year outcomes following transcatheter aortic valve replacements (tavr). All data were collected from a single center between january 2010 and july 2017. The study population included 334 patients (predominantly female, median age 81 years), an unspecified number of whom were implanted with a medtronic corevalve transcatheter valve (no serial numbers provided). Among all patients, 13 deaths occurred in-hospital, 45 deaths occurred within 1 year post implant, and 75 deaths occurred within 2 years post implant. No further details were provided about the deaths, and multiple manufacturers were noted in the literature. Based on the availableinformation medtronic product was not directly associated with the deaths. Among all patients, adverse events included: vascular complications or bleeding, stroke, myocardial infarction, permanent pacemaker implant, acute kidney injury, infection, crp level elevation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.